Event description:
Philips received a complaint on the Defibrillator indicating that the device prompted to replace the electrode during self test. There was no patient involvement.

Manufacturer narrative:
Reporter Last Name: (b)(6).Reporting Institution Name: (b)(6).Reporting Address Line 1: (b)(6). Reporting Address Postal: (b)(6).Reporting Address State: (b)(6).Reporting Address City: (b)(6).